Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and increased threshold measurements. A revision procedure was performed and the lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted setscrew marks on the terminal pin and ring. Two very small cuts/punctureholes were noted 73 millimeters from the terminal pin. Dried blood/body fluid was noted in the helix housing. There was separation noted between the anode ring and the neck insulation. The helix was extended and tissue was entwined. The cathode conductor coils were fractured approximately 258 millimeters from the terminal pin. The distal side of the fracture is located approximately 269 millimeters from the terminal pin.